Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has had intermittent transient power and flow elevations since implant on (B)(6) 2018. Transient power and flow elevations have resolved without intervention and were not accompanied by elevated lactate dehydrogenase test (ldh) levels or plasma free hemoglobin (pfh) levels in the past but the patient recently developed elevated ldh in the 500 u/l range which caused concern for possible pump thrombosis. Log file review captured transient elevated power events, some of which were associated with pulsatility index (pi) events. The patient was admitted for a gastrointestinal bleed (gib) on (B)(6) 2020. The gib resolved. International normalized ratio (inr) was lower than normal. The patient was placed on heparin drip. Gastrointestinal bleeding was confirmed with a capsule study. Patient had positive guaiac. Inr was reduced and the bleed resolved. Pump thrombosis was not confirmed. The cause of the elevated pump power and pi events were not identified. Hospital planned to trend ldh as plan of care for elevated pump power and pi events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, a direct correlation between the device and the reported elevated ldh and gastrointestinal bleeding could not be conclusively determined through this investigation. Analysis of the log files provided by the account confirmed intermittent elevations of pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log files appeared to show the system operating as intended. The patient remains ongoing on vad support and no further issues have been reported at this time. Device thrombosis, hemolysis, and bleeding are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. The hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing this event.